Event description:
It was reported that during an open thyroidectomy procedure, the surgeon activated the device, but cutting was very slow, and lots of smoke generated, no coagulation achieved. He changed to a new device to finish the procedure. There were no adverse consequences for the patient. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected. No smoke was noted during inspection. There were no anomalies noted with the functionality of the device.